Event description:
It was reported that during a knee arthroscopy debridement, menisectomy and meniscal repair procedure, the surgeon deployed t1 successfully. It was reported that the surgeon was struggling to get the needle into the meniscus in order to get a good placement but t2 came off the needle without the surgeon even trying to deploy it. The surgeon opened another curved and deployed t1 successfully but t2 came off the needle again when the surgeon tried to deploy t2. He used a duckbill and grasper to resection the suture device out of the patient¿s meniscus. The surgeon confirmed all implants were removed. The procedure was completed with a back up device. There was a 5 minute delay in completing the procedure.

Manufacturer narrative:
The evaluation analysis revealed that fast-fix 360 curved ndl delivery sys devices were returned for evaluation of the reported complaint mode, t2 pre-deployment. The devices are not identifiable at the batch level and as such, they were evaluated together. One insertion device was completely deployed and no implants/suture construct was received. The device was found to be in the pre-t2 deployment and when functionally tested, actuates and cycles per design. The other insertion device had the implants/suture construct attached but hanging off the end of the needle. This device was also found to be in the pre-t2 deployment and when functionally tested, actuates and cycles per design. The investigation is ongoing. A review of the device history records was performed which confirmed no inconsistencies. No further investigation is warranted at this time. (B)(4).